Event description:
It was reported that high capture threshold and loss of capture was observed after releasing the device during the implant procedure. An attempt to reposition the device was performed, however, the capture threshold problem persisted. The device was explanted and replaced to resolve the event and the patient was in stable condition. The helix of the device appeared to be elongated following the explant procedure. The physician suspected that this was caused by the force applied while snaring the device during repositioning.